Event description:
Reporter states that on (B)(6) 2009 he was implanted with the eon mini neurostimulation device due to his chronic pain. Ever since then the device has been having issues and not operating correctly. The charger was not charging correctly, the programmer was not programmed properly and would "kick on violently" causing him extreme pain in all his extremities. He has also needed to use a walker since the surgery. He describes the pain as feeling like he is on fire. The device has been explanted on (B)(6) 2015, however, the leads have not been removed because it would do more harm than good. He states that these devices have been recalled by the FDA in 2012 and gave the recall number 63154-23. St. Jude patient ID number is (B)(6).